Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed in the pump's event history by a baxter service technician. The problem was not reproduced. The root cause of this condition was assigned to an air in line printed circuit board out of calibration. The air in line printed circuit board was recalibrated to correct this condition. The correction/removal reporting number should have been populated in the initial MDR. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.